Event description:
Received info that all insulin delivery stopped. Customer's blood glucose level was unk at the time of reported event.

Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A f/u report will be submitted if the device is received. Reportedly, customer used pump on a roller coaster. The user guide indicates pump should be disconnected on roller coasters.